Manufacturer narrative:
(B)(6).

Event description:
It was reported that during case, the fastfix 360 can't deploy the second implant. No patient injuries or delay were reported. The procedure was completed with a backup device.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.